Manufacturer narrative:
Product analysis:visually and optically confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload.the above findings are consistent with torsional overload.

Event description:
It was reported that patient presented with pre-op diagnosis as scoliosis underwent spinal fusion. Intra-op, tip of the screw driver broke. No fragments of the driver remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.